Manufacturer narrative:
Evaluation is not complete yet.

Event description:
It was reported that device presented an unspecified functional failure. Results of investigation have concluded that the connector tabs appear to have fractured off; this makes it a reportable event. It is unknown if the event occurred during a surgical procedure, if there was a surgical delay or if there was a backup device available. Patient injuries were not reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The connector tabs on the device fractured off, rendering the device inoperable. The device was manufactured in 2013 and shows signs of extensive use. This failure mode has been previously identified. Since the manufacturing of the complaint device, design changes have been implemented to eliminate/ reduce the occurrence of this failure. This device was manufactured prior to the implementation of those changes. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. The potential probable cause for this event is likely an insufficient design specification. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.